Event description:
In 2006, it was reported to bsc that during an endoscopic retrograde cholangiopancreatography (pt gender & age unk) the "wire broke immediately when electro surgery cutting was activated." The customer also reported "no part of the wire or device fell into the pt." The procedure was completed with another stonetome. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.